Event description:
A spatz3 balloon was placed on (B)(6) 2022. The patient came into the hospital on (B)(6) 2022 with terrible pain. An endoscopy was performed and revealed a gastric perforation. The balloon was removed, and surgery was performed to close the perforation. The patient is fully recovered.